Event description:
The device was used during an unspecified gynecological procedure. Reportedly, the safety shield did not retract after penetration. The surgeon used another instrument to complete the procedure. No pt injury reported.

Manufacturer narrative:
12/29/1997-supplemental report #1 submitted to FDA.